Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 04-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the delivery catheter was split, which led to difficulty activating the thumb-wheel"), device deployment issue ("difficulty activating the thumb-wheel, the surgeon had to repeat the movement in order to release the device") and complication of device insertion ("difficulty activating the thumb-wheel, the surgeon had to repeat the movement in order to release the device") in a female patient who had essure (batch no. 731817) inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: the delivery catheter was split, which led to difficulty activating the thumb-wheel. The surgeon had to repeat the movement in order to release the device. No immediate consequences were observed. However, there is a risk of migration of the device. Another placement could therefore be necessary. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-oct-2017 for the following meddra pt: device breakage: n° 1772 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the delivery catheter was split, which led to difficulty activating the thumb-wheel"), device deployment issue ("difficulty activating the thumb-wheel, the surgeon had to repeat the movement in order to release the device") and complication of device insertion ("difficulty activating the thumb-wheel, the surgeon had to repeat the movement in order to release the device") in a female patient who received essure (batch no. 731817). On (B)(6) 2010, the patient started essure. On (B)(6) 2010, the patient experienced device breakage, device deployment issue and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for device breakage, device deployment issue and complication of device insertion with essure. The reporter commented: the delivery catheter was split, which led to difficulty activating the thumb-wheel. The surgeon had to repeat the movement in order to release the device. No immediate consequences were observed. However, there is a risk of migration of the device. Another placement could therefore be necessary. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure the delivery catheter was split, which led to difficulty activating the thumb-wheel( seen as device breakage) and the surgeon had to repeat the movement in order to release the device(seen as device deployment issue). Both events are anticipated according to essure's reference safety information. During difficult insertions, single cases have been reported of essure breakage. In this particular case, delivery catheter was split, which led to difficulty activating the thumb-wheel. The surgeon had to repeat the movement in order to release the device. Another placement could therefore be necessary. Taking to account events' nature and they occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.